Event description:
The consumer reported moderate burns to his back from the use of the heating pad. He did not seek medical attention for the injury. The consumer was laying on the pad at the time of the event which is contrary to proper use instructions.